Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the exact quantity of sutures broke during surgery: when were the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. Please provide the lot number: device return status: related medwatch reports: 2210968-2022-04775, 2210968-2022-04776.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot, d4 expiration date, d9, g1, 1. Manufacturer site addr. Street line, city, country, postal code, h4. H3 evaluation: product samples received for analysis. Visual analysis of the returned sample determined that two opened boxes with twelve packets ea. And one opened box with one packet of product code m8703 were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected data: g1. Manufacturing site name. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2022 additional information was requested, the following was obtained: please confirm the exact quantity of sutures broke during surgery: - when were the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify the suture broke during surgery. Checking on the actual quantity that broke during the procedures. - please provide the lot number: lot# m8303 - device return status: pending RMA#/approval for return attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent. We received additional information stating that product code m8303 was involved in this complaint. Is this an error? If not, please clarify if product code m8303 and m8703 were used on the same patient. Please clarify how many sutures broke during use on the patient. If product m8303 was involved in this complaint, please state how many sutures of each product code broke during the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports: 2210968-2022-04775, 2210968-2022-04776.